Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2021; explant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving baclofen via an implantable pump. It was reported that the patient had an infection in the pump around on (B)(6) 2025. They ended up in the hospital and had to have their system explanted on (B)(6) 2025, and it was nightmarish what they went through as far as withdrawal. They were also looking for a healthcare provider to manage the pump going forward. Agent emailed listings.